Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact noticed insulin leaking where the cartridge is placed on the pump. Customer's blood glucose level was 370 mg/dl and was lowered to 183 mg/dl since the cartridge was changed. The contact stated that the pump seemed to be operating as expected since the cartridge was changed.